Manufacturer narrative:
Continuation of d11: product ID 39286-65 lot# va0s425017 serial# (B)(4) implanted: 2015-(B)(6) explanted: product type lead UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the loss of therapy is due to the patient having cervical leads, and it seems that her therapy is extremely positional, so as she moves from standing to sitting to lying or turning of the head she will often not get the therapy she wanted. The rep was able to reprogram so that it offered better coverage of her area of concern. The rep also noted that there is no way to truly stop the positional effects of having a cervical lead, but all the reprogramming efforts were made to help address the condition and the rep believes the patient was satisfied with the new programming. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the therapy was not helping or covering the pain in the patient's arm starting about a month prior to the report. The patient noted that they fell on their right knee about 2 weeks prior to the report. The patient wanted to meet with a rep/hcp. No further complications were reported.

Manufacturer narrative:
Additional review indicated that (B)(4) applies. If information is provided in the future, a supplemental report will be issued.